Manufacturer narrative:
Product complaint # (B)(4). Corrected data: investigation summary: upon visual inspection of eight photos, the following was observed: the first photo shows a device from lateral side on hands of user with a battery loaded and the jaws in open position. The second and seven photos shows a device from jaws area and the anvil and channel area appears to be as expected. The fourth photo shows a device from scale side of jaws; boy fluids are noted on anvil and no defect could be observed. The fifth photo shows a device of channel area from top view, the sled can be seen in home position and no defect could be observed. The sixth photo shows a device of anvil area from lateral side and the anvil appears to be as expected. The seventh and eighth photos shows a metal pieces inside from plastic jar. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.,it was reported that: damaged jaw. The analysis found that one plee60a device was returned with the channel damaged and with a portion of metal missing from the channel bottom, and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. While no conclusion could be reached as to how this damaged occurred. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Device history batch: n/a,a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Performed by (B)(6).

Manufacturer narrative:
(B)(4). Date sent: 9/15/2020. D4: batch # u5a515. Investigation summary" upon visual inspection of eight photos, the following was observed: the first photo shows a device from lateral side on hands of user with a battery loaded and the jaws in open position. The second and seven photos shows a device from jaws area and the anvil and channel area appears to be as expected. The fourth photo shows a device from scale side of jaws; boy fluids are noted on anvil and no defect could be observed. The fifth photo shows a device of channel area from top view, the sled can be seen in home position and no defect could be observed. The sixth photo shows a device of anvil area from lateral side and the anvil appears to be as expected. The seventh and eighth photos shows a metal pieces inside from plastic jar. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. It was reported that: damaged jaw. The analysis found that one plee60a device was returned with the channel damaged and with a portion of metal missing from the channel bottom, and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. While no conclusion could be reached as to how this damaged occurred. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The analysis showed that most likely failure theory: the tip of another surgical instrument that contains tungsten got caught in between the knife and channel at the start of the firing. This tip broke off at the start of the firing and then was pushed along while trapped in between the bottom of the knife and the channel as the firing progressed. The combined thickness of the broken tip and the foot of the knife exceeded the height of the groove in the channel and caused the channel to zipper open during the firing. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information received: after sharing with analysis with surgeon the working theory, she did tell us that the only thing she can think of that¿s small enough to get into that space on the channel, and is in the abdomen during stapler firings are our needles. Specifically she uses a 2-0 vicryl on an sh. I don¿t know if tungsten is in our needles, but it¿s all she could think of that¿s routinely present in the abdomen. She does have graspers in, but feels like they are too large and would have noticed if it was caught on the back side. She does routinely fire with cartridge side down so she did acknowledge that something could have been out of view for her. One other thing, she told is that the patient is doing fine and has had multiple xrays and nothing of note has been reported.

Manufacturer narrative:
(B)(4). Date sent: 5/18/2020. D4: batch # u5a515. Per photographic evaluation: upon visual inspection of eight photos, the following was observed: the first photo shows a device from the lateral side on the hands of the user with a battery loaded and the jaws in open position. The second and seventh photos show a device from jaw area, and the anvil and channel area appears to be as expected. The fourth photo shows a device from the scale side of jaws; fluids are noted on the anvil and no defect could be observed. The fifth photo shows a device of channel area from top view, the sled can be seen in the home position and no defect could be observed. The sixth photo shows a device of the anvil area from the lateral side and the anvil appears to be as expected. The seventh and eighth photos show a metal piece from the inside of a plastic jar. Based on the photos, no conclusion could be reached as to what may have caused the reported incident. The assignable cause of the reported complaint could not be determined. Device analysis: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed, as the device performed without any difficulties noted. No damage was observed on the jaws and worked without any issue noted during functional test. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during a bariatric revision procedure, there was a stapler that came apart. While stapling, they could almost see the cartridge channels coiled back. Pieces of metal came off into the patient and were subsequently all removed. The staples were formed in the b shape and the staple lines looked good. It is unknown how the case was completed. There were no patient consequences reported.